Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors instrument tip was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: instrument was tagged with a broken tag. Customer checked the tip, and it was cracked and was not sure if a piece was missing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and would have measured approximately 2.53mm x 1.81mm in size. The broken tip adapter made it difficult to install a tip and caused the tip to not be securely attached. Visual inspection was performed and found no external damage to the shaft. The complaint regarding the tip is broken, was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.